Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient experienced in-office trimming and suture trimming (x1), one in-office trimming of mesh from the vaginal apex, one explant surgery, prolift mesh and gynecare gynemesh removal, dyspareunia, vaginal mesh exposure, suprapubic cellulitis, dysuria, vaginal erosion, vaginal discharge, positive clean catch urinalysis, urinary frequency, nocturia, urinary urgency, urge incontinence, constipation, vaginal atrophy, leukorrhea, vaginitis, overactive bladder, copd [chronic obstructive pulmonary disease] and lumbar spondylosis with myelopathy and CT of the abdomen and pelvis ((B)(6) 2014) showed no radiopaque mesh in the abdomen and pelvis.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report-(B)(6)".